Event description:
It was reported to resmed that an astral device had a power source detection issue and failed to charge its internal battery. During resmed evaluation, the device displayed a battery error message. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).